Manufacturer narrative:
Investigation summary one photo where a damage on the tego's seal was shared by customer, no additional damage or anomalies were noted. One (1) used list# d1000, tego¿ connector, appx 0.05 ml was returned for evaluation. As received, a seal tearing all around the crown was noted, no mating device was returned for evaluation. Complaint can be confirmed. The probable cause one of the two tego valves installed was no longer sealed is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a tego connector where the customer reported that the incident occurred during patient use (post-dialysis disconnection of the arterial and venous lines from the patient's catheter) one of the two tego valves installed was no longer sealed. The nurse saw air bubbles entering the catheter line and clamped it immediately. The nurse realized that the tego valve installed had come out of the device. There was no impact on the patient's health status. The patient's valve had been placed on the lines on (B)(6) 2025 (4 days earlier) and it was disconnected on august 01,2025 and no further issues observed. No defects were observed with the device or the packaging. The customer stated that the disinfectant used was chlorhexidine 0.5%, the products used in the circuit were: fraxiparine 0.4ml 3800 ui, taurolock hép500 (tkhep500).